Manufacturer narrative:
An event of perivalvular leak was reported. Information from the field indicated that the implant depth was 0mm at the non-coronary cusp (considered satisfactory position in physician's opinion), the native aortic annulus had diameter of 23mm, area of 402.3mm^2, and perimeter of 71.9mm, annular calcium distribution was moderate, and there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus had diameter of 23mm, area of 402.3mm^2, and perimeter of 71.9mm. There was sufficient calcium to allow sealing, and the annular calcium distribution was moderate. The valve was successfully implanted with a final implant depth of 0mm at the non-coronary cusp and 6mm at the left coronary cusp, which was considered to be a satisfactory position in the opinion of the user. There was a mild perivalvular leak present, but a post-implant balloon valvuloplasty was not performed due to physician decision. On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient complained of mild central chest pain. The patient took paracetamol, but the pain persisted. Patient was admitted to the hospital and given 300mg aspirin. On (B)(6) 2023, a transthoracic echocardiogram (tte) showed normal left ventricle size and systolic function, and the valve was in place with mild perivalvular regurgitation. No intervention was planned for the perivalvular leak. There were no other issues noted with the implanted valve. The cause of the chest pain was unknown. On (B)(6) 2023, the patient was discharged.